Event description:
Information received with return of the explanted device notes that the patient had a number of blackouts and was admitted to the hospital in a bradycardic rhythm. No pacing function was detected. A temporary ventricular the next day the pacemaker had no telemetry and occasional pacing spikes with the application of a magnet. During the explant procedure, the patient developed atrial arrythmias.~~~